Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/135cm otw peripheral cutting balloon was selected for use. During procedure, upon first dilatation, it was noted that the balloon ruptured. The procedure was completed with a 90cm of the same device. No patient complications were reported. The device was returned for analysis. A visual examination of the device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the distal markerband. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.